Manufacturer narrative:
The event of lead explant/replacement due to lead migration was reported to abbott. Therapy was restored post-op. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had their lead explanted and replaced due to lead migration. Effective therapy was established post op.